Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was trying to change her infusion set and kept receiving no delivery alarms. Blood glucose value is 147 mg/dl. Customer was instructed to disconnect the tubing and reservoir then reconnect and verify connection is secure. Customer manually pushed the plunger and stated insulin did exit the tubing. Customer was advised to rewind the insulin pump, reinsert reservoir and run a 5 unit prime; the insulin pump did not alarm on delivery. Customer stated she had already went through two reservoir changes. Nothing further reported.